Manufacturer narrative:
The device has not been returned for evaluation and lot information is not available. The root cause is unable to be determined at this time. If any additional, relevant information is provided, a supplemental report will be submitted.

Event description:
Information was received via clinical study that the patient had a fever. Oral cefazolin was prescribed for 14 days. The fever subsequently resolved and there was no change in the magec rod treatment plan.